Manufacturer narrative:
(B)(4). Additional information: the analysis found that one plee60a device was returned in good visual condition and with two gst60g cartridge reloads present. Cartridge (a) gst60g, l54t8z was received fully fired and with cartridge deck damage and pan dislodged. The returned cartridge was disassembled in order to verify the condition of internal components and the one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Cartridge (b) gst60g, l54t8z was received fully fired and with cartridge deck damage an pan dislodged. The returned cartridge was disassembled in order to verify the condition of internal components and the one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. An intra-operative photograph was received. Based on the photo evidence of the subject plee60a with a green cartridge, unformed/non-deployed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the surgeon fired the first firing with a black reload across the stomach at the pylorus. The first firing and staple lines were perfect. The surgeon then used a green reload for the second firing, and there were no staples present in the crotch of the staple line prior to the firing. He closed the device, waited 15 seconds, pulsed it a third, and a then pulsed another third during the firing. Upon the first pulse of the second firing, he heard a very loud click, audible to the entire or room. However, he continued with the firing. When the surgeon observed the staple line of the second firing, there were no staples present on the patient¿s side of the stomach however, on the specimen side, there were three rows with perfectly formed staples, so he over sewed the stomach area and closed. While the device opened normally, there was tissue stuck to the cartridge that had to be removed with a grasper. There was pulsatory style bleeding that was controlled by suture during the over sew of the staple lines. He used a 36 french bougie during the procedure. He completed the case with the same device, two more green reloads, and one blue reload with no incident. The surgeon uses peri strips on the anvil of the patient side only. The surgeon stated that the metal piece of cartridge separated away from plastic cartridge. There are photos attached from the procedure. The patient is in stable condition.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Intra-operative photographs received. Based on the photo evidence of the subject plee60a with a green cartridge, unformed/non-deployed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.